Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all connectors on the digital drive board was reseated. The voltage on the digital drive board was adjusted. Performed system checkout and the unit is operational. The imaging system then passed the system checkout and was found to be fully functional. B01, c07, d02 applicable codes.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having difficulty driving. It would steer towards one side rather than in the middle. No patient present.